Event description:
Event description guidant received information that this implantable transvenous lead dislodged from the ventricle and could not be repostioned due to the patient's anatomy. A replacement lead was attempted; however, the lumen clotted and could not be used. Another lead was then successfully implanted. Both leads were returned.